Event description:
It was reported that a pt diagnosed with l5-s1 grade 4 spondylolisthesis underwent surgery for implant of posterior fixation at l5-s1 with 5.5mm titanium screws/rods and anterior support. X-rays taken approximately 1 month post-op revealed that the head of a multi-axial screw at s1 had disassembled from the screw post. The pt underwent a revision surgery to implant an additional screw.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Examination of post-op x-rays reveal fixation at l5-s1 with interbody cage. S1 screws appear divergent and lateral. Post-revision x-rays shows re-reduction with new pedicle screw construct, larger interbody device in good position and free screw left on the right side. Unable to determine cause of the event.